Event description:
(B)(6) female undergoing laa closure with the lariat device per request of their referring physician. Patient's medical history includes persistent af, high chads-vasc score, chronic recurrent gi bleeding from gastric avms. The lariat device was advanced and placed unremarkable around the laa. The suture was deployed without issue; however, removal of the device off the laa was difficult. Several attempts were made until an effusion developed and the patient's blood pressure began to decrease. With the effusion managed and patient stabilized, a la angiogram was done and a dissection at the laa was noted. Physician decided to send the patient to surgery at which time the patient de-stabilized and cp was initiated. Per the surgeon, the laa was noted to be sutured off at the base but evulsed from the la. The surgeon repaired the defect. Per the surgeon, he thought that the laa could have evulsed from the la while CPR was being performed secondary to the manipulation. The patient expired on (B)(6) 2015.

Manufacturer narrative:
The device was returned for evaluation and there is no evidence to suggest there was a device malfunction. Additionally, a review of the manufacturing records confirmed the device met specification prior to shipment.